Event description:
I recently had a problem with an abbott freestyle libre 3 reader sensor that did not work correctly. Upon receiving the device, I was asked to return the sensor that did not work correctly. The directions to return the faulty sensor did not have complete directions, and I was asked to return the device with tamper evidence tape that I had to break to find the directions that were inside with no directions outside the box. In addition, there was no evidence of tamper tape put over the box for return for the biological substance category b item that I returned with my blood on the box. I understand that inside was a biological bag. In addition, the directions sent for an after-complaint summary also asked me to mark whether a sensor or reader was inside the box on the box. There was no such direction on the box. The form to return the sensor had no identifying information regarding the case number to correlate my product return, which could also lead to incorrectly receiving the incorrect or losing the sensor. Breaking a tamper-proof seal, returning without a tamper-proof seal, or incorrectly labeling the product could lead to a safety issue, incorrectly receiving the wrong product, documenting against the wrong complaint, or anyone could have direct access to my blood, dna, and identifying information or completely reject this due to the tamper-proof tape being opened. In addition, the directions were not clear enough to properly return the product per their directions, sop, and guidance, leading to the returned product being rejected for further examination. I feel obligated to return the product as is not to incur any charges for no return. Ultimately, the directions are lacking and could indicate to so someone that a biohazard return was tampered with. I believe that the standard that abbott sets is lacking and should be investigated and corrected for improper labeling, directions, and biohazard substance handling.